Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. This device was explanted and was used as a temporary, external, pacing generator. The temporary pacing system will remain in place until the infection clears. Additional information was unable to be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.